Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. Previously, a taxus express2 3.0x12mm stent was implanted in the proximal right coronary artery (rca). Implant date and procedure details are not available. At some point post-procedure, in-stent restenosis was identified in the taxus express2 stent. To treat the restenosis, the vessel was accessed through the right femoral artery (rca). The stent was pre-dilated with a quantum 2.5x15mm balloon at 12 atms for 14 seconds, 20 atms for 20 seconds and 20 atms for 15 seconds. Then a promus 3.0x18mm stent was advanced and positioned to the middle of the previously placed taxus express2 stent. The stent delivery balloon would not inflate so the stent delivery system (sds) was pulled back. At this point, it was noticed the stent was not on the delivery balloon and had migrated to the wire. An apex 2.0x20mm balloon was advanced over the wire to the stent and it was used to expand the stent at 14 atms for 30 seconds in the rca. The balloon was removed and a quantum 3.0x20mm balloon was advanced and inflated twice to 20 atms for 11 seconds. Finally, a quantum 3.5x8.0mm balloon was advanced to the stent, inflated to 20atms for 25 seconds and 18 atms for 18 seconds. The stent was then fully expanded, adequately positioned and deployed. No further patient complications have been reported and the patient status is ¿fine¿.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).